Event description:
My dexcom g7 cgm sensors which are supposed to give accurate readings for ten days haven't lasted more than 3 day for the last 12 sensors I have used. I have gotten very incorrect readings and have had to use my manual accu-check 6-9 times a day to know what my correct glucose is. Inaccurate readings have been going on for at least 6 months but the sensor would last 6 to seven days. I get a 3-month supply from my pharmacy but have used those 3 in the last 4 days. Dexcom will send a replacement but it takes 8 days for me to receive it. That means I am without nighttime readings for many nights. Now I can't trust it at all. I know that I am not alone. My diabetes educator at the hospital has told me she has been hearing the same thing from most of her patients. I feel someone needs to oversee them and insist they correct the problem. I have to use my accucheck finger stick monitor 8 to 9 times a day because either the dexcom is inaccurate or I am waiting for a replacement in the mail. This has been going on for many months. Reference reports mw5176673, mw5176674, mw5176675, mw5176676, mw5176677, mw5176679, mw5176680, mw5176681, mw5176682, mw5176683, mw5176684. Pt code: 4582. Device codes: 1535, 1506.